Manufacturer narrative:
Batch review performed on 26.11.2021: lot 184219: (B)(4). Expiration date: 2023-07-24. No anomalies found related to the problem. (B)(4). Clinical evaluation performed by medacta medical affairs director: secondary resurfacing of patella 2 years after primary cemented tka. This new surgical intervention was due to disease progression and not to a faulty device previously implanted.

Event description:
At 2 years and 2 months after the primary surgery, the surgeon implanted a competitor patella implant due to pain and performed liner revision due to laxity (the surgeon implant a liner 1mm thicker than the revised one).